Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and then was hospitalized with a blood glucose (bg) level of 722 mg/dl and ketones. Reportedly, the customer believed the vial of insulin was too warm and thought the insulin was bad. Additionally, the customer reported having major stress, chest pain, and the customer's mouth was dry. A follow up with the customer confirmed that the customer was treated with intravenous fluid and was released from the hospital on (B)(6) 2017. The bg level was stable in the 100's (mg/dl). Reportedly, the customer said the pump was showing that there was insulin in the cartridge when the customer thought the cartridge was empty. During the follow up, the customer said there was no issue with the pump and declined that there was any cartridge issue.